Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that inside of the light guide lens was dirty due to the following cause. - the gap of the adhesive of the light guide lens occurred due to physical stress, and foreign material invaded from the gap. - the moisture entered the subject device from leaking point and components inside the light guide lens got corroded and the corrosion product may have remained under the light guide lens as dirt. Omsc surmised that the foreign material adhered to the forceps elevator of the subject device due to the following causes. - process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. - facility staff were not well trained in reprocessing and device handling.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that the dirt of the inside the light guide lens of the subject device and the foreign material adhering to the forceps elevator of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.